Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown accolade stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement due to femoral head/stem disassociation with trunnion damage at about 11 years post-operative. I can confirm that this event took place since I was able to review xrays that show disassociation of the head from the stem and deformity of the trunnion. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of disassociation are multifactorial including surgical technique, implant factors and patient factors. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement due to femoral head/stem disassociation with trunnion damage at about 11 years post-operative. I can confirm that this event took place since I was able to review xrays that show disassociation of the head from the stem and deformity of the trunnion. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of disassociation are multifactorial including surgical technique, implant factors and patient factors. Further information such as device identification and return, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported by rep: "revision of left total hip. V40 metal femoral head fell off accolade tmzf stem. Stem trunnion is damaged." Rep provided x-rays. The head, stem and liner were revised. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "revision of left total hip. V40 metal femoral head fell off accolade tmzf stem. Stem trunnion is damaged." Rep provided x-rays. The head, stem and liner were revised. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Event description:
As reported by rep: "revision of left total hip. V40 metal femoral head fell off accolade tmzf stem. Stem trunnion is damaged." Rep provided x-rays. The head, stem and liner were revised. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem that was mated with an lfit v40 cocr head was reported. The event was confirmed via review of provided medical records by a clinician. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the failure of a left total hip replacement due to femoral head/stem disassociation with trunnion damage at about 11 years post-operative. I can confirm that this event took place since I was able to review xrays that show disassociation of the head from the stem and deformity of the trunnion. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of disassociation are multifactorial including surgical technique, implant factors and patient factors." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by review of the provided medical information by a clinical consultant. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported by rep: "revision of left total hip. V40 metal femoral head fell off accolade tmzf stem. Stem trunnion is damaged." Rep provided x-rays. The head, stem and liner were revised. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.